Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07228 and 1627487-2015-07229. It was reported the patient's leads were explanted and replaced with a single lead (different model) due to receiving ineffective stimulation. Follow-up revealed surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.